Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level ranged from 60-70 mg/dl.